Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer found that the tower 2 door 1 was failed and latch was replaced, but issue persisted. Fse replaced the controller and latch positions swapped for testing. After retrieving a new controller, the issue remained unresolved. Later, the latch was replaced, and the customer confirmed the doors were functional. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, unable to recover failed storage and it had an issue with door latch. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.